Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.

Event description:
Same case as MFR# 2134265-2009-07183 and 2134265-2009-07174. It was reported that during a coronary drug-eluting stenting treatment procedure, stents were explanted and the patient expired. The target lesion was located in the extremely calcified right coronary artery (rca). Access was obtained through the femoral artery. A 2.25x32mm taxus liberte atom stent delivery system (sds) was advanced but could not reach the distal rca. The sds was exchanged for a 2.0x30mm apex balloon which was inflated to 20atms/50sec in the mrca. A 2.0x12mm apex balloon then used to further dilate the lesion. It was inflated to 20atms/40sec, 22atm/22sec and 24atm/40sec. Next, the 2.25x32mm taxus liberte sds was reinserted but it still did not cross the distal rca. The stent was deployed in the mrca at 24atms/10sec. Next, a 2.25x16mm taxus liberte atom sds was advanced but could not cross the lesion. A 2.5x20mm apex balloon was advanced to the mrca and inflated to 20atm/25sec, 20atm/10sec, 20atm/12sec. The 2.25x16 sds still could not cross the lesion so the physician exchanged guide catheters and guidewires. The sds reached the lesion and the stent was deployed in the distal rca at 25atm/30sec. Before deploying a third stent, a 3.0x15mm apex balloon post dilate the stent in the mrca at the following inflations-15atm/30sec, 16atm/16sec, 20atm/20sec, 18atm/18sec, 16atm/10sec. An attempt was made to advance a 3.0x16mm taxus liberte atom sds beyond the previously implanted stents but it was unsuccessful. When the sds was removed, the two previously implanted stents became intertwined and they were explanted. To complete the procedure, the physician placed three new stents. A 2.25x12mm taxus liberte was deployed in the mrca at 22atm/22sec. A 2.75x38mm taxus liberte was deployed at 20atm/40sec. Lastly, a 2.5x12mm taxus liberte 22atm/20sec in the proximal rca. No additional patient complications were reported. The patient was stable after the procedure, however, 24 hours later they expired. The physician does not feel the stenting procedure contributed to the death.

Event description:
While performing an investigation on a customer's freestyle navigator transmitter, a crack was observed on the lower housing near the battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).